Event description:
It was reported that oversensing episodes which resulted in inappropriate mode switches was observed on the electrogram. The lead was explanted and replaced. There where no consequences for the patient.

Manufacturer narrative:
(B)(4). External insulation abrasion was found at 7.1-7.3 cm from the connector portion consistent with lead friction to another device or structure. This is consistent with the observation from the field of oversensing when the lead was in contact with the device can or lead component.